Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (INS) for unknown indications for use. It was reported that after the patient had their IPG replaced (normal battery depletion after at least 4 years), the already implanted lead was connected to a new IPG. After turning on the stimulation the day after surgery, the patient did not have any sensory response. The patient mentioned they underwent several MRIs of the whole body, although the lead was only eligible for head MRI. This circumstance could be in relation with the missing sensory response. During implant, an impedance measurement was performed (all values in normal range). When checking for motor response, only a very weak motor response was visible with electrode 3. An X-ray was performed and it revealed the lead was implanted very deep. The day after surgery, several different electrode configurations had been checked, but the patient had no sensory response with any configuration. The patient woul d test some settings for a couple of days. If no therapy effect was observable, the HCP \[would consider]" a lead replacement. The issue was not resolved.

Manufacturer narrative:
Continuation of D10: Section D references the main component of the system. Other medical products in use during the event include: Brand Name INTERSTIM; Product ID 388928 (Lot: UNKNOWN); Product Type: 0200-LEAD; Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.